Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that customer experienced difficulty during the load process which resulted in a blood glucose (bg) level that was "high"; although specific value was not provided. Customer addressed their bg level with a manual injection of insulin. Customer continued to used the pump for insulin therapy.